Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 1099 mmol/l and repeated as 136 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer determined that a valve was taking air due to leakage and a system reagent was not dispensing properly. The valve was cleaned and found to be dispensing okay. Precision studies were performed and were good. No further issues were reported. The investigation determined the issue was resolved by the service actions.